Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens into the patient's left eye (os) but decided the lens was too large for the eye. The lens was removed within the same surgery with no patient injury. A shorter lens was implanted with no problem. The reporter stated a possible cause of the event may have been due to an issue with the patient's anatomy.

Manufacturer narrative:
(B)(4) - size incorrect for patient. Evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a possible cause of the event may have been due to an issue with the patient's anatomy. (B)(4).